Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Salesforce case #00668485 npi 8100 error 242.4030 motor control board- encoder failure bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8100 pump module v9.33.0 rcnd case description: customer received device with error code 242.4030. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer received device with error code 242.4030. Customer replaced the ail sensor assembly as first step to isolate issue. Device still has error code 242.4030. Then suggested the customer to repair/replace the motor controller board. If that does not resolve problem. Customer to replace the bezel assembly. If experiencing further concerns, for the motor stall failure customer will call back for further assistance.